Event description:
I saw an ems pad on facebook made by a company called restural that indicated it would help people with parkinson's freezing. I ordered it and it arrived on (B)(6) 2026 and I used it for the next 4 days. I mentioned it to my physical therapist on (B)(6) 2026 and he said, 'let's use the ems pad on my table the next time you're in." He said, let me check something and he went to his computer and he came back and said that the restural ems is highly contraindicated for parkinson' patients with dbs. How could I have missed that??? I went back and looked at the facebook ad and there was no warning about using the restural pad with dbs. There was no warning any place in their packaging either. I contacted restural and asked why there was no warning included and they said, " yes, it is intended to be used as a supportive wellness device for individuals experiencing symptoms associated with parkinson's. However, it should not be used if you have deep brain stimulation (dbs) implant, as the electrical stimulation may interfere with implanted electrical devices." It is inconceivable to me that they put it on us on the patient to call and ask the manufacturer if there is anything that may harm me. I would understand that argument if there was a warning in the literature or marketing info but there isn't. To the best old my knowledge I have not experienced any issues with the dbs. I want them to immediately put prominent notices of the dangers of restural's ems pad being used in dbs patients on the facebook ad and in the packaging.